Event description:
Reportedly, on (B)(6) 2011, the device was found in standby mode. Then it was successfully re-initialized. The physician requested an explanation about the switch to standby mode.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.